Event description:
The investigator reported the patient had a subcutaneous wound infection which required "abscess splitting" and hospitalization. The electrode was explanted. The event resolved, and the patient made a complete recovery. The event was classified as "severe." The causality was reported as definitely related to the electrode extension connection.